Event description:
It was reported that the pt claimed pains and crackings which led to the hip prosthesis revision. It was further reported that the orthopedic surgeon discovered that the ceramic cup was broken (after the pt had previously fallen on stairs).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.